Event description:
It was reported that during the implant procedure, the lead was unable to pass through the narrow part of the vein. The lead was not used and a new lead was attempted. The new lead was implanted; however, parameters were unstable. The lead was not used and a new lead was implanted. The procedure lasted 5 hours. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned, analyzed and no anomalies were noted. (B)(4).